Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. As the patient was unable to provide addition information about this complaint, this was classified based on the customer care advocate (cca) documentation the patient reported that the alleged inaccuracy began on an unspecified date ¿about one month¿ prior to the alert date of (B)(6) 2015. At this time the patient claimed obtaining blood glucose readings of ¿400, 359 and 300 mg/dl¿ on the subject meter. The patient informed the cca that they manage their diabetes with oral medication (type and dosage unknown) as well as with diet and/or exercise and in response to the alleged high subject meter readings the patient took an additional 100 mg tablet of januvia. During the initial call with the cca the patient reported developing the symptoms of ¿sweating and trembling¿ 2 weeks after the alleged product issue occurred. In response to these symptoms the patient was taken to hospital and admitted from (B)(6) 2015 until (B)(6) 2015. The patient stated that they were treated by a healthcare professional (hcp) with an ¿IV¿ and also had their blood glucose measured on the hospital¿s laboratory device. Unfortunately the patient could not recall the result which was obtained from the laboratory device. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. The products were requested back for evaluation. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition the patient was treated by a hcp in hospital as a result of this.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.